Event description:
It was reported that after an interventional procedure, arteriotomy closure of a moderately tortuous femoral artery was attempted using a perclose proglide device. Reportedly, there was suture breakage during release in the patient. Although hemostasis was subsequently achieved, the method used was not specified. There was no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. However, because the suture was not returned with the device the reported suture break could not be confirmed. Analysis of the device revealed a posterior needle-to-cuff miss and subsequent anterior cuff-to-needle detachment occurred, which would result in a failure to retrieve the suture and could appear very similar to the operator as the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.